Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.there was blood on the distal conductor and the tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst also noted: guidewire insertion test result was failed. Destructive analysis found dried blood obstructed in lead tip nose.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during procedure the guide wire was unable to come out of the tip of the lead due to blood obstruction. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.